Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he left fragments behind in them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("contraceptive device removal incomplete"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: there are other women in this group who have gone to this doctor for tubes/essure removal and he left behind fragments in them as well. Concerning the injuries reported in this case, the following one reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('he left fragments behind in them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("contraceptive device removal incomplete"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: there are other women in this group who have gone to this doctor for tubes/essure removal and he left behind fragments in them as well. Concerning the injuries reported in this case, the following one reported via social media: device breakage. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-jun-2019: patient initials ab were removed since this case refers to an unspecified number of patients (summary case). Event "contraceptive device removal incomplete" was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he left fragments behind in them') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following one reported via social media: device breakage. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.